Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. Cerebral hemorrhage, hematoma and dissection are known risks associated with endovascular procedures and are noted as such in the device directions for use (dfu); therefore, anticipated in nature. However, because the device was not returned the exact cause for the difficulties encountered with the device cannot be definitively determined.

Event description:
It was reported that a procedure had taken place to implant a flow diverter in a wide-necked aneurysm at the level of the medium cerebral artery. The patient was pre-treated with aspirin, plavix, a vasodilator to prevent arteries spasm and with a double anti-aggregation therapy. Catheterization of the vessel was performed with the microcatheter (subject device) , distal access catheter and a guidewire. The patient had a complex anatomy and the three devices were placed in the distal (m3) in order to obtain the necessary support to stretch the micro catheter and to have a normal aspect in the middle cerebral artery. A distal dissection occured when the microcatheter (subject device) and guidewire were being placed in the m3 leading to cerebral hemorrhage in the left m3. The hemorrhage was stopped by implanting three coils and some ml of onyx through the microcatheter (subject device). The procedure was terminated without treating the aneurysm and a scan at the end of the procedure showed a hematoma in the middle cerebral artery. New platelets were injected to reverse the effects of the double anti-aggregation therapy given at the beginning of the procedure. A second scan confirmed that the hematoma was increasing and a decompressive craniotomy was performed later in the evening in attempt to diffuse the hematoma. A third scan showed regression of the mass effect, the ventricle was a normal size and intracranial pressure stabilized as well. The patient remains hospitalized in stable condition. No further information is available.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that a procedure had taken place to implant a flow diverter in a wide-necked aneurysm at the level of the medium cerebral artery. The patient was pre-treated with aspirin, plavix, a vasodilator to prevent arteries spasm and with a double anti-aggregation therapy. Catheterization of the vessel was performed with the microcatheter (subject device) , distal access catheter and a guidewire. The patient had a complex anatomy and the three devices were placed in the distal (m3) in order to obtain the necessary support to stretch the micro catheter and to have a normal aspect in the middle cerebral artery. A distal dissection occured when the microcatheter (subject device) and guidewire were being placed in the m3 leading to cerebral hemorrhage in the left m3. The hemorrhage was stopped by implanting three coils and some ml of onyx through the microcatheter (subject device). The procedure was terminated without treating the aneurysm and a scan at the end of the procedure showed a hematoma in the middle cerebral artery. New platelets were injected to reverse the effects of the double anti-aggregation therapy given at the beginning of the procedure. A second scan confirmed that the hematoma was increasing and a decompressive craniotomy was performed later in the evening in attempt to diffuse the hematoma. A third scan showed regression of the mass effect, the ventricle was a normal size and intracranial pressure stabilized as well. The patient remains hospitalized in stable condition. No further information is available.